Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Reliability laboratory technician; (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Externalized conductors due to both external and internal abrasion at 10.3-12.8cm and external abrasion at 29.0-31.7cm from the tip. The silicone was abraded and the conductors were visible. Internal abrasion at 17.9-18.2cm and both external and internal abrasion at 20.9-21.2cm from the tip. The (B)(4) coating was intact at these locations.